Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the right direction button was unresponsive. Customer¿s blood glucose was 158 mg/dl at the time of incident. Customer states that numbers were not ramping on their own. Customer states the scroll bar was moving with no input. Customer states the pump was neither dropped nor exposed to moisture. Customer states block mode is inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states bolus menu was available and they were not seeing 0.0 when attempting to program a basal. Customer states the button was unresponsive during an easy bolus attempt. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent right arrow button response due to moisture damage on the keypad traces and the keypad overlay peeling. The insulin pump passed the self test and the displacement test.